Event description:
Female patient underwent total abdominal hysterectomy, bilateral salpingo-oophorectomy, radial bulking staging, right ileocolectomy, takedown splenic flexure. The covidien lds powered stapler broke during use. It stopped firing. A second device was used and it would not release at the end of the use. Both devices have the same lot number, reference number, and expiration date. There was no harm to the patient.